Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump was cracked in the middle of the display window and on the back of the device. The patient's blood glucose at the time of incident was 11.1 mmol/l. The customer did not know how the damage occurred. The customer also received many alarms last week, including motor error alarms and battery out limit alarms. No products were returned or replaced as of yet; the customer will call back in order to verify the replacement details.

Manufacturer narrative:
No motor error alarm or battery out limit alarm during testing noted. The pump was received with all operating currents within specification and passed the functional testing, including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The motor was tested outside of the device and it passed. The pump had a missing segment due to a cracked zebra connector, minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip. No cracked middle of the lcd window noted.